Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a macro-embolism event in the tibioperoneal trunk (tpt) occurred post-atherectomy. The sfa target lesion was 95% stenotic, mildly calcified, and 2mm in length. Three patent run-off vessels were present prior to therapy. The lesion was treated with a 1.75 solid crown oad which was spun at medium speed for one run (22sec) and at high speed for two runs (20sec each) for a total run time of 1min, 02sec. The residual stenosis was 0%. At this time a macro-embolism to the tpt was noted and was treated with an aspiration catheter. The sfa lesion was then treated with a 6.0x60mm ultrathin diamond pta balloon inflated once to 6atms for a total inflation time of 1min. The residual stenosis was 0%. A previously planned stent was then placed in the sfa. The expectations for the case were met. No additional information is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis: therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 38 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).